Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: there was evidence of short battery life along with low battery warnings and replace battery alarms observed in the black box. Moisture was evident behind the display lens. There was a battery compartment crack observed below the grip pad. The pump case was cracked in the corner of the display area. Due to internal moisture contamination, the sleep current draw was not within specifications. There was evidence of additional moisture inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.